Event description:
It was reported that the handle was broken off and the ramp assembly was missing from the device during equipment testing conducted by a service technician at the manufacturer facility. There was no patient involvement reported with this event.